Event description:
It was reported that approximately seven years post-implantation, the patient underwent a right hip revision due to metal pathology, pain, and limping. During the revision, a large pseudotumor was identified between the greater trochanter and extending into the abductor mechanism, consisting of gray to brown caseating necrotic material. Significant damage to the abductor muscles. Erosion of the greater trochanter and osteolysis of the wall of the acetabulum and around lesser calcar. The acetabular component was noted to be grossly retroverted and was removed with minimal bone loss. Femur was retained, while all other components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 139266, lot#: 729150 m2a-magnum 52-60mm tpr insrt-3. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.